Manufacturer narrative:
This event is reportable based on the results of analysis. The echelon-10 micro catheter (model: 145-5091-150 lot: a799395) was returned for analysis within a shipping box and within a sealed biohazard. The echelon-10 total length was measured to be 155.5cm (reference: 152.0cm). The echelon-10 useable length was measured to be 147.5cm which is within specification (specification: 144.0cm ± 1.5cm). Upon visual examination, no issues were found with the echelon-10 hub; however, what appeared to be saline was found within the hub. No damages were found with the echelon-10 catheter body. The distal tip was noted to be pre-shaped. The distal tip was found to be damaged (punctured). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed as the distal tip was found to be damaged (punctured). However, the root cause could not be determined, and the puncture does not appear to be an out of package damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon microcatheter package was opened, and it was found the distal tip of the microcatheter was damaged and could not be used. A replacement product was used to successfully complete the surgery. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment an aneurysm with minimal vessel tortuosity. Additional information received indicated there was no damage or evidence of tampering to the device packaging.